Event description:
Boston scientific received information that this patient who had been lost to follow up was recently seen with atrial fibrillation when anti-tachycardia pacing (atp) was given and timed out. Boston scientific technical services (ts) was consulted and suggested that simply means that the device will no longer deliver therapy and go to administering shocks next. Since the patient hasn't been seen for sometime, there was a software update that was missed and that would have alleviated the issues. The device software was updated at this visit. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.